Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain and cloudy fluid. The cause of the event was not reported. The patient was not hospitalized for the event. On an unreported date, the patient was treated with unknown antibiotics for the peritonitis event. At the time of this report the outcome was not reported. The action taken with dianeal therapy was not reported. No additional information is available.